Event description:
It was reported that there was high impedance on the right ventricular (rv) coil and superior vena cava (svc) coil. There was an acute spike to more than 200 ohms for both coils. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: sesr01 ipg; 5076-58 lead, implanted 2013-(B)(6). (B)(4).